Event description:
It was reported that on (B)(6) 2012, a promus (2.25 mm) stent was placed in a right coronary artery lesion. The patient returned to the allergy clinic on (B)(6) 2012, with complaints of generalized pruritis and diffuse muscle/joint pain since (B)(6) 2012, that progressed over the next month. Reportedly, the patient has begun new medications over the last few months that the physician assistant believes to be a possible cause for these symptoms. An allergy patch test will be done to confirm allergy or not. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency and the product was not returned. The reported patient effects of hypersensitivity (allergic reaction) and pain, as listed in the instructions for use is a known adverse event associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.